Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a broken solder connection at the rear 1 wire therapy electrode (te). The cause of the test failure was isolated to the broken solder connection. The root cause of the damage was an improperly formed solder connection combined with mechanical stress. A corrective action has been initiated. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.